Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2015 and was not subject to UDI requirements, and removed UDI info in d4. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that when the vent powers up it will go through the cycles and then the screen goes black and the vent will start venting. Suggested have an fse to come out to check the vent, declined having the fse come out due to cost. Problem was found during checkout. No patient involvement.